Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device doesn¿t capture a picture and now its not showing a picture either, the issue occurred during diagnostic colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d10, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure (it doesn¿t capture a picture and now it's not showing a picture either) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirty plug unit, scope error e315. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image issue was due to a dirty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.